Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported via the manufacturer representative that the patient was experiencing overheating of the battery while charging. The stimulator would also cut off stimulation and show a temperature screen no external factors were known to have contributed to the issue. An electrode impedance check found all were within normal range and no other diagnostics were performed. The battery was replaced and upon opening the pocket there was a chalky substance noted that was also coated around the battery. The issue was resolved at the time of the report.